Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 360 mg/dl at the time of incident. The customer¿s current blood glucose value was 218 mg/dl. The customer did not experienced symptoms due to high blood glucose. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege under delivery on insulin pump. The infusion set cannula was bent. No further complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer = missing. The customer alleged high blood glucoses on the event date of (B)(6) 2022. Device received with missing retainer ring. Unable to perform displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, and self-test. Tested with a test p-cap locked in place properly. The device was cut open with no anomalies noted on electronics. The pump was received with detached retainer missing o-ring (reservoir tube pillowing keypad overlay. The device was not confirmed for high bgs during testing. Device unable to pass required testing. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.